Event description:
Atty's report of pt's alleged "damages arising out of injuries resulting from the use of the kugel mesh".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.